Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "during use, the tube was found to have a low draw issue." During using the tube, it found that the tube had low draw.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "during use, the tube was found to have a low draw issue." During using the tube, it found that the tube had low draw.

Manufacturer narrative:
H.6 investigation summary: material #: 367983, lot/batch #: 1134331. Bd had not received samples or photos for evaluation. Retain samples from bd inventory could not be evaluated as the expiration date had been exceeded. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of underfill due to the product being expired. Bd makes no claims on the use of expired products. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.